Manufacturer narrative:
Evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure using full radius blade,5.5mm,ser 3000 the bone cutter was spitting metal flecks into the joint after minimal use. All debris was removed at the site by flushing/irrigation. It was reported that there was no procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.